Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to remove from the cavity and there was tissue hang up. The surgeon re-stapled the application site to complete the procedure. The hospital has reported no pt injury occurred.